Event description:
On (B)(6) 2012, it was reported that a pump alarm was heard but telemetry was not performed. It was later reported that the patient had stopped receiving clinical benefit. It was stated that when the "old fluid was drawn out for refill, all drug was remaining" the pump was replaced. Patient sustained no injury; recovered without sequela. Drug delivered via the device was morphine.

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2011 explanted: unk. (B)(4). Only the pump was returned for analysis, the catheter and sc connector were not returned. Analysis of the returned pump revealed no anomaly, normal device function. The pump logs did not indicate any anomalies occurring at any time and all testing passed showing that the pump was dispensing accurately.